Event description:
A malfunction was reported by the customer, indicating an issue on the pump. There was no adverse impact to the customer's blood glucose level. The pump was not replaced as it was out of warranty, and no further corrective actions were detailed.